Event description:
It was reported that a cgm error 42 occurred during the customer's use of their device. There was no adverse impact to the customer¿s blood glucose level. The customer was guided through a complete pump reset by technical support, which resolved the error, and they successfully started their sensor session.